Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) from the (B)(6) alleging the onetouch verio meter read inaccurate high compared to feeling/normal result(s). The patient reported blood glucose results of "9.5 and 13.0 mmol/l" with the subject meter. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.